Event description:
The hospital reported that they loaded the hst iii system (3.8mm), used for coronary artery bypass procedure, during the CABG, but could not use it because the seal did not fit into the tube. The wing was normally worked. The operation was completed using a different h/s, and there was no specific adverse reaction from the patient.

Manufacturer narrative:
Trackwise ID: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 12/19/2022. Photographs were provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of blood was observed on the white plunger. The seal was observed in the loading device body. There were no visual defects observed. The white plunger was not depressed. An investigation was conducted on 01/03/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety on, which prevents the white plunger from being depressed. The seal was observed in the loading device. The delivery device was removed from the loading device with no visual or physical difficulties. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the seal. Measurements of the delivery device were taken; the inner diameter was measured at 0.197 inches, the outer diameter was measured at 0.228 inches (rm2036883). The length of the delivery tube was measured at 2.50 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results and the reported failure "fitting problem" was confirmed. The lot#: 3000255278 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.